Event description:
It was reported that, about 18-24 months prior to report, the patient had a refill where a pocket fill occurred. Since that time, the doctor had been decreasing her pump medications by about 15% and, with the decreases, the therapy had not been covering the patient¿s pain. It was indicated that the physician wanted to remove the pump, but the patient did not want that to happen. The patient would possibly seek a second opinion and was wondering about leaving the pump in her body after it depleted. The device system was used to deliver clonidine, bupivacaine, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l34927, implanted: (B)(6) 1996, product type: catheter. (B)(4).